Event description:
It was reported that customer experienced cgm error 42 while using pump and sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted distributor, received guidance from technical support to perform complete pump reset, and successfully restarted sensor session without recurrence of cgm error.